Event description:
It was reported that during a tka, genesis ii cr deep flex insert s1-2 9 m could not be locked with the tibial baseplate. The locking mechanism had no obvious deformation. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection of the returned insert confirms minor damage to the lock detail, more than likely from attempting to snap into the baseplate. A review of the complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Some potential probable causes for this event could include a fit/ sizing issue or poor insertion technique. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.